Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. In addition; pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the component. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, in which a crack in the pump connecting tube was noted; therefore, pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, in which a crack in the pump connecting tube was noted; therefore, pump was removed and replaced. There were no patient complications reported.